Event description:
Cautery pencil caught on fire during breast surgery and caused a burn to the pt. The injury was not severe, and no other materials caught on fire. The surgical team isolated the cautery pencil, tip, and cautery generator as well. Cautery generator was removed from circulation and inspected. The unit was inspected after the incident when the pencil caught fire and the pt was burnt. No problem was found. Unit inspected and found to be fully functional and safety check was completed. Cautery unit was checked at the following levels listed below all measured within the mfg tolerance on calibrated esu analyzer.